Event description:
On (B)(6) 2007, the subject ICD was implanted with the lead (isoline 2cr6, s/n (B)(4)). During a follow-up on (B)(6) 2016, several noise episodes were noticed in device memory (one of them was a non sustained vf). Since the ICD was closed to eri (elective replacement indicator), it was decided to explant all the system. On (B)(6) 2016, both ICD and lead were explanted. The ICD was discarded but the lead was returned for analysis. According to preliminary analysis results, a lead issue is highly suspected.

Event description:
On (B)(6) 2007, the subject ICD was implanted with the lead (isoline 2cr6, s/n (B)(4)). During a follow-up on (B)(6) 2016, several noise episodes were noticed in device memory (one of them was a non sustained vf). Since the ICD was closed to eri (elective replacement indicator), it was decided to explant all the system. On (B)(6) 2016, both ICD and lead were explanted. The ICD was discarded but the lead was returned for analysis. According to preliminary analysis results, a lead issue is highly suspected.